Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fire across the stomach for the second firing with black reload. When he removed the device and observed the staple line the left two inner rows on the patient side did not form staples and they had incomplete staple lines. They over sewed the staple line with suture. They used a second like device they with black reloads for the completion of the procedure. There was no patient consequence reported. The device and reload were discarded.